Event description:
It was reported that on 05/24, the patient presented to the emergency room experiencing syncope, rapid atrial fibrillation and heart rate of 170 beats per minute. The lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced on 05/26.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.